Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03016 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2016-03017 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy with polypectomy procedure in the transverse colon performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was placed around the lesion when the colon was spasming. The clip locked onto tissue and the colon spasmed again; however, upon deployment the clip failed to release from the catheter. The device was then removed from the patient. The same issue occurred with the second resolution 360 clip device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.